Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient bent over while drying her hair and felt instant pain in her spine that did not subside. The patient was described "as if someone was trying to push the lead from inside out." X-rays were taken that night. When the neurostimulator was turned off the pain stopped, but it took several hours for the pain to subside. The patient was given muscle relaxants until her appointment on (B)(6) 2011. It was found that the lead had migrated. There were no breaks in the lead. Reprogramming was attempted but the patient was "brought to tears" with the pain. The device was programmed to use 1 and 2, only one of which the patient could use (the patient had been previously using 7 and 8). The patient still felt pressure in her spine when simulation was on as if "someone was pushing on her spine from the inside out" but it was tolerable. The patient was feeling pain in her ankle again. Two days prior to the event, the patient was able to hike six miles with complete pain relief. A manufacturer's representative attempted to reprogram the device to include foot coverage. The coverage was very limited and the patient experienced pain in her back. Impedances were within normal limits. The patient may require a revision for lead migration. The patient had an appointment scheduled for (B)(6) 2011, during which reprogramming was going to take place. Additional information has been requested but was not available as of the date of this report.